Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was offline. Customer tried to reboot the station and confirmed both the primary and network cable was securely connected, but the issue remained unresolved. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer disconnected the auxiliary cabinet and confirmed that the station powered on successfully, reconnected the auxiliary cabinet and tested each drawer individually, isolated the issue to drawer 6 in the auxiliary cabinet, which was causing the station to fail, replaced the drawer controller and pyxie bus module controller (pmc), restoring full functionality, completed hardware test application (hta) testing with successful results. The system functioned as intended after the field service engineer repaired the device.